Event description:
The customer reported being hospitalized due to low blood glucose of 22mg/dl. Troubleshooting was performed. The drive support cap appears normal. Reviewed the programming and priming technique and they were correct. The reservoir was showing more insulin as shown on the status screen. During the call was found that the customer over bolused during a low episode while being unconscious. The customer stated that the blood glucose meter was reading 30mg/dl and then 598mg/dl. His girlfriend gave him a bolus with the bolus wizard to cover his high blood glucose. The caller stated that the device was not exposed to a high magnetic field. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.